Event description:
Artificial urinary sphincter was placed in 1981. Pt developed progressive failure of the artificial sphincter & total urinary incontinence. The control mechanism, pump, & balloon reservoir were removed surgically. The balloon reservoir was completely empty suggesting there was a significant leak in the sys. The cuff was also removed. Device was originally placed at another facility, therefore the MFR, mode, serial no, etc are unk.